Event description:
It was reported the pt complained her scs ipg is tilted in the pocket. The pt's physician prescribed a back brace for the pt to aid the ipg heal inward. The pt was seen by her physician two weeks later and the pt stated the back brace had helped the angle of the ipg. The pt is reportedly satisfied with the current position of her scs ipg. The pt has no issues communicating with the ipg using external devices. No further intervention is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.